Manufacturer narrative:
Correction: h1 - no. Of events summarized - 29. Additional serial number - (B)(6).

Manufacturer narrative:
Correction: h1 - no. Of events summarized - 28. Additional serial number - (B)(6). Device evaluation: nine (9) investigations were completed during the period. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the systems and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
H10: list of all serial numbers of the devices and quantity: (B)(6) (x1), (B)(6) (x1), (B)(6) (x5), (B)(6) (x1), (B)(6) (x1), (B)(6) (x3), (B)(6) (x1), (B)(6) (x1), (B)(6) (x6), (B)(6) (x1), (B)(6) (x4), (B)(6) (x1), (B)(6) (x1), seventeen (17) investigations were completed during the period. A review of the records related to the devices that included labeling, manuals, trending, and device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 27 malfunction events. The event was related to suction loss during laser firing. There were no patient injuries reported associated to the events.